Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone. After extraction 46 - healing phase 3.5 months, then implantation. No pain and symptoms.